Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4.

Event description:
A customer reported a system message displayed during a combined cataract/vitrectomy procedure. The incident occurred while removing fluid using backflush after fluid/air exchange. The case was not completed. The patient outcome is unknown.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The aqualase diathermy was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 5, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).